Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the vio iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No images or videos were shared for the event. A review of the site's system logs for the reported procedure date was conducted by a technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that a radical prostatectomy without lymphadenectomy took place on 25-jun-2022 via system sk1294. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the vio integrated electro surgical generator unit was replaced after ports were placed on the patient and the surgeon was able to continue the procedure robotically with a forced triad generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the vio integrated electrosurgical generator unit (iesu) was turning off during use. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. The tse asked to perform a power cycle of the vio iesu, to change the power cable and wall connection but the erbe was always off. The tse asked to use the force triad generator with a blue cable and the caller found a problem with bipolar instrument. The caller then changed the instrument and restarted the force triad generator. The procedure was completed with no reported injury. On 28-jun-2022, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system. The electro surgical unit (esu) initially powered on without errors. The fault observed was that it shut down. The force triad was used to end the surgery. The esu shutdown occurred before starting the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the iesu generator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported error. The iesu generator could not be tested because it kept tripping the circuit breaker when powered on. The generator fuses had to constantly be changed.